Event description:
After insertion the infant was x-rayed to confirm the position of the catheter. The radiopaque strip could not be seen. After the incident, catheters from stock were x-rayed; the rptr stated that the radiopaque strip wa very faint.